Event description:
It was reported that pulse generator interrogation resulted in the message -data not read-. No previous measured data was available for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found no output or telemetry during interrogation. The pulse generator was found to be in back-up mode due to device battery voltage dropping below end-of-life (eol) level. After replacing the battery, normal function ensued.